Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: insufficient information was provided to support a medical review. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left-hip revision. Pt. Presented with a periprosthetic fracture of the femur of the left-hip from a fall, pt. Had the tha "done about 10 years ago". Dr. Opted to revise the acc-ii stem to a rmod construct. Acetabular shell and cocr metal-liner were left in-situ. No complaints filed against the components themselves, no further info available.